Event description:
On (B)(6) 2012, the reporter called animas alleging that the keypad was intermittently unresponsive. The reporter also indicated that the keypad was split and peeling but stated that the response issue occurred prior to the keypad damage.. The reporter states that there has been no unusual activity with the pump and it is not exposed to moisture. The reporter also stated there is a crack near the battery cap. The patient keeps the pump in a pocket and does not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction occurred prior to the keypad splitting and peeling off and remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 06/11/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2012 with the following findings: investigation revealed that the keypad was torn at the up arrow and down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the ok and down arrow keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. The ok and down arrow button contacts were found to be misaligned. Unrelated to the complaint, evaluation revealed a cracked battery compartment, stripped battery cap, and a faded display screen, none of which has any effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.